Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph node is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is unknown as explant surgery is not scheduled and/or patient did not indicate desire for explant surgery.

Event description:
Patient reported swelling of the right side of the armpit lymph node during their menstrual cycle. Device remains implanted.